Event description:
This report was rec'd via a dentist who stated the product's tip broke apart. Add'l info rec'd on 11/22/99 revealed that the pt became startled when the tip broke apart. The pt dumped into the dispensing gun, thus chipping a tooth. The dentist, subsequently, repaired the chipped tooth.